Manufacturer narrative:
Evaluation summary: complaint history and prod history records could not be reviewed because the reporting facility did not provided a valid lot number or any identification traceable to the mfg documentation. Root cause has not been identified. Attempts have been made to obtain add'l info with no response to date. (B)(4).

Event description:
A surgeon reported that a multipiece intraocular lens (iol) was explanted due to pitting secondary to yag laser treatment. Attempts have been made to obtain add'l info with no response to date.